Manufacturer narrative:
This complaint devices were received and visually inspected. Only the inserter was received and forwarded to an npd engineer for evaluation. There were no anomalies with the inserters that would have contributed in the reported failure. Therefore, this complaint cannot be confirmed without further information. A batch record review has been conducted for this lot of devices and the results indicate that this batch of product was processed without incident related to the failure in this complaint and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot number for this device. At this point in time, we cannot discern a root cause for this failure at this time. No corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Surgical technique was followed. After activation of versalok with gun, the inserter was unscrewed from anchor and the internal part of anchor with sutures came out. Both anchors failed to engage and lock sutures and pulled out. Had to free-eyed needles to bone tunnel the sutures. This extended the procedure by 20 minutes. Additional information provided by sales rep suggests that the outer part of the anchor remained inside the patient while the sutures along with inner piece pulled out. See associated medwatch #1221934-2015-00629.

Event description:
Surgical technique was followed. After activation of versalok with gun, the inserter was unscrewed from anchor and the internal part of anchor with sutures came out. Both anchors failed to engage and lock sutures and pulled out. Had to free-eyed needles to bone tunnel the sutures. This extended the procedure by 20 minutes. Additional information provided by sales rep suggests that the outer part of the anchor remained inside the patient while the sutures along with inner piece pulled out. See associated medwatch #1221934-2015-00629.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.